Event description:
During the generator changes procedure, it was noted the right ventricular (rv) lead was failed to remove form the pacemaker header and the rv lead was damaged. The pacemaker was explanted and replaced. Meanwhile the same rv lead was used. The patient was in stable condition throughout the procedure.